Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The ok keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. It was also observed that the battery cap was stripped.

Event description:
It was reported that the verify screen was unable to be confirmed. It was reported that there was a crack at the battery compartment.